Manufacturer narrative:
The motor error alarm occurred during rewind due to a corroded motor home switch. The pump was also received with a cracked case at the display window corner, a scratched lcd window, a missing end cap sticker, and cracked battery tube threads.

Event description:
It was reported that the customer had motor error alarms occurring on the insulin pump. The pump cannot rewind. The pump will be returned and replaced.